Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of notes confirms that the patient underwent right hip revision. Findings include: altr with MRI changes, cobalt levels elevated; joint fluid elevated, gram stain ¿ negative. Discoloration of trunnion entire length & femoral head, blackened material removed from trunnion, yellowing of poly liner. No wear or impingement noted, femoral and acetabular component well fixed and satisfactory anteversion. New poly, head and sleeve placed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a total hip arthroplasty (tha) right hip surgery. Subsequently, approximately six years post op the patient underwent revision surgery due to pain, elevated metal ions, and adverse local tissue reaction (altr). Surgeon noted corrosion, discoloration of components changes during the procedure and yellowing of the polyethylene liner. Additional information was requested however, none was available.

Manufacturer narrative:
(B)(4). D11: item #00771101200 zimmer taper stem, lot #60968915. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -03374. 0002648920 -2019 -00551.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00-7711-012-00, m/l taper femoral stem, lot # 60968915. Item # 00-6200-056-22, trilogy acetabular shell, lot # 61112444. Item # 00-8777-032-02, biolx opt hd/adpt, lot # 2758521. Item # 00-6250-065-30, bone screw, lot # 61119092. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02747.

Event description:
It was reported a patient underwent a tha right hip surgery. Subsequently, approximately 6 years post op the patient underwent revision surgery due to pain, elevated metal ions along with altr positive changes. Surgeon noted corrosion and discoloration of components changes during the procedure. Additional information was requested however, none was available.